Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the distal body broken, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the operation channel buckled, the control body corroded, the lg prong corroded, the brand plate missing, the serial number plate missing, the insertion flexible tube (ift) crushed, the remote control buttons leaky, the light guide cable leaky, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).